Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within the connector. Visual examination revealed that the connector housing was detached from the ferrule preventing the fiber from being attached to the console. The condition of the returned device would prevent the user from connecting the fiber to the console thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 100 watt laser unit. According to the complainant, during introduction and outside the patient, it was noted that the connector of the laser fiber did not fit through the laser unit. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.